Event description:
Customer called to report damage to the insulin pump. Customer reported that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads, and peeling off keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.